Manufacturer narrative:
The application specialist checked the ise module. He found ise calibration alarms. The qc results were acceptable. The investigation determined the issue was due to a use error. The questionable results were obtained using a flagged, discrepant calibration. The event is consistent with the use of an evaporated high standard calibrator material.

Event description:
There was an allegation of questionable ise indirect gen results from the cobas 6000 c501 module. Refer to the attachment to the medwatch for all patient data. The samples were repeated after recalibration.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The investigation is ongoing.